Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year-old female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent for essure confirmation test". The patient's medical history included uterine bleeding. Concurrent conditions included uterine leiomyoma, vaginal odor, vaginal itching and bacterial vaginosis. Concomitant products included pentosan polysulfate sodium (elmiron) for perineal pain as well as clindamycin, metronidazole, nsaids since 2012 and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), 3 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("chronic uti's / infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced abdominal pain lower ("pain - lower abdominal area"). The patient was treated with antibiotics and surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, bladder disorder, urinary tract disorder and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: not provided. Pregnancy test - on an unknown date: results: negative.. Diagnostic results: transabdominal and transvaginal imaging is performed. Conclusion: large probable fibroid in the posterior body of the uterus measuring x 3.7 x 3.5 cm, and causing anterior displacement of the endometrium. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, menorrhagia, urinary track infection concerning the injuries reported in this case, the following one/ones were described in patients medical record pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received surgery information, reporter information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.